Event description:
It was reported that the patient presented with a twisted driveline and exposed wire on the modular cable. The patient stated that the modular cable got slammed in the car door. The controller and modular cable were changed out in clinic and the issue was resolved. Basic metabolic panel (bmp), lactate dehydrogenase (ldh), international normalized ratio (inr), and a complete blood count (cbc) was drawn and reviewed. All vital signs presented stable. The patient was stable. A log file review showed no notable alarm conditions or parameter changes. There was no incidence of a percutaneous lead conductor issue. Evaluation of the returned controller revealed damaged power cables as well as fluid ingress. Related manufacturer report number: 2916596-2021-05496.

Manufacturer narrative:
Manufacturer investigation conclusion: incidental findings: damaged power cables - wire fatigue and fluid ingress underneath the polyurethane jacket of both power cables. The reported event of a controller exchange was confirmed via the downloaded log file. The submitted log file (labeled 104548) and the downloaded log file (labeled a9281000) contained partially overlapping data spanning approximately 4 days ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). Additional events were captured on (B)(6) 2021 which is consistent with the controller being returned to abbott for evaluation. The driveline was disconnected on (B)(6) 2021 at 14:27:52 and a no external power alarm was active on 14:34:09 due to the system controller being disconnected from external power, indicating a controller exchange and the primary controller being returned for evaluation. There were no notable atypical alarms active in the log file that would indicate an issue with the system controller. The root cause of the reported event of an exchanged controller was determined to be due to the user slamming the equipment in a car door, causing a need for the controller to be exchanged. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(4) ) was manufactured in accordance with manufacturing and qa specifications. (B)(4) was shipped to the customer on (B)(6) 2019. Heartmate iii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) (rev. C), under section 7, subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate iii patient handbook (rev. C) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the system controller and power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii instructions for use (IFU) (rev. C) under section 2 entitled ¿system operations¿ informs the user to ¿keep the system controller power cables dry and away from water or liquid¿ as it may cause the system to fail or serious electric shock. Section 7 entitled ¿frequently asked questions¿ explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate iii patient handbook (rev. C) and heartmate iii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.